Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that customer experienced high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer reported that the infusion set cannula was kinked. The troubleshooting was not performed for high blood glucose and kink cannula. The insulin pump and infusion set will not be returned for analysis.